Event description:
Healthcare provider reported a right side implant removal from textured to smooth due to the concerns of the product and a deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: review of all complaints of fluid leak (a050401) for the period of jun 2020 through may 2022 related to date opened indicates that one point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side implant removal from textured to smooth due to the concerns of the product and a deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow biological tissue on the shell, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.